Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular lead was programmed off. The patient was in good condition and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead was programmed off.